Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The cts recommended for the filters to be replaced since it was last changed on (B)(4) 2012, and the customer proceeded to replace the air and diluent filters, and peristaltic pump tubing. The customer did not notice any further leaks from the probe but stated that the vacuum failures were not resolve. A beckman coulter fse was dispatched the following day and observed that the cause of the vacuum errors was a fluctuating vacuum. The fse replaced the affected vacuum regulator and the instrument ran without any vacuum error. Failure mode of the leak is attributed to the diluent filters requiring replacements, and failure mode of the low vacuum errors is attributed to a defective vacuum regulator. (B)(4).

Event description:
The customer reported 1 ml of fluid leaked from the probe while it was positioned between the wbc (white blood cell) and rbc (red blood cell) of the coulter ac*t diff analyzer. The customer indicated that fluid leaked onto the counter, the startup cycle was halted midway, and a "vacuum failure" error message was generated. The customer was wearing personal protective equipment consisting of gloves, glasses and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.